Event description:
A report was received that the patient had an infection. The patient underwent an explant procedure. The physician assumed that the infection was related to the procedure. No further information available to bsn.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-70, serial/lot #: (B)(4), description:coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.